Event description:
During testing, it was reported that the device intermittently discharged at higher energy levels than the selected low energy range and gave a fault message. There was no patient involvement associated with the event.

Manufacturer narrative:
(B) (4): physio-control provided the customer technical assistance and the power pcb parts information to repair the device. Follow up with the reporter found that the customer elected not to repair the device and removed it from service. The cause of the reported failure is unknown.